Event description:
The consumer allegedly saw smoke coming from the chair. No injury is alleged.

Manufacturer narrative:
Dealer reported that the chair was charging the chair and noticed smoke coming from the chair. No injury is reported. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse, abuse or physical damage may have caused or contributed to this incident. Malfunction not confirmed. MDR filed as a conservative measure.